Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that the little black plastic cover on the top of the impactor snapped but it was still hanging on so in order to complete the surgery they just wrapped steri strips around it. No adverse event or delay to the surgery. No fragments, parts or pieces fell into the patient. Patient was last known to be in stable condition following the event. No other patient information/medical history provided. Unable to obtain photos/x-rays device is returning.

Manufacturer narrative:
(H3) the broken mobile bearing tibial radel impactor reported was likely the result of a stress riser introduced while impacting the tibial component into the bone, which led to crack initiation, propagation, and ultimate fracture of the radel surface. Section h11: *the following sections have corrected information: (d4) lot number: 403929001. (H6) component code: 4722, shock absorber.